Manufacturer narrative:
The log file of the evita xl was available for the investigation. The log entries show that the device performed two warmstarts close to the reported date of event on (B)(6), 2018 at 8:55 pm and 9:46 pm. The stored error code indicates a temporary internal communication issue of the pcb graphics controller. The device was already repaired by the biomed by replacing the affected pcb and passed the subsequent test according to manufacturer specification. The device detected the deviation and reacted as specified by performed a warmstart in an attempt to solve the issue. An audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on. During this time, the emergency-breathing valve is open allowing spontaneous breathing. After the successful warmstart the device continued the ventilation of the patient with the previous settings. Immediately after the warmstart the audible and visual high priority alarm ¿minute volume low¿ until the lower alarm limit has been reached again. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent fail (warm start - error code: 17.99.913). There was no injury to the patient. The biomed at the hospital serviced the machine and replaced the graphics controller pcb, ran the unit for 8 hours and reported no errors. The unit passed all additional tests according dräger specifications.